Manufacturer narrative:
The failure analysis center further evaluated the removed battery contact pcb assembly and observed an intermittent contact failure of the battery temperature signals from the battery blade connectors, which was observed to cause a power loss condition with no warning. It was observed that a loss of power occurred with a worn battery blade connector by bumping the device.

Event description:
The customer contacted physio-control to report that when their device was tilted backwards it would intermittently power off. This did occur during patient use; however, no adverse effects were reported as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the battery contact pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed battery contact pcb assembly and observed corrosion and wear on the smart contacts; however, physio was unable to confirm the corrosion and wear contributed to the reported power issue.